Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced near syncope after receiving auditory notification and presented to the clinic. The device was found to be in backup vvi reset mode. A device download was performed successfully. The patient was in good condition and will continue to be followed normally.